Manufacturer narrative:
Journal article: 'use of (18)f-flu:eoxyglucose positron emission tomography-CT in the management of breast implant-associated anaplastic large cell lymphoma.' By ladani sapna; miall fiona; valassiadou kalliope; griffin yvette. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the device noted: deformation, particle material, biological tissue, clear and brown particles were observed on shell of the implant. The weight of the device was to specification. The events of lymphoma - alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma" and "anaplastic t-cell lymphoma."

Event description:
Health professional reported "increasing size of breast", "seroma" and "anaplastic t-cell lymphoma." The following was reported via journal article: "the patient developed pruritus " and "a very enlarged right breast.... A new large seroma... The diagnosis of bia-alcl was established.". Alcl confirmed by cd30 + and alk - cytology results. Affected side is right side. Device was explanted.